Event description:
The customer reported a malfunction on the pump, identified by code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.